Manufacturer narrative:
There has been no request for any examination of the subjected the ventilator. Investigation is performed using the provided information and the logs from the ventilator. Provided logs confirm the reported alarms for peep high (positive end expiratory pressure) and expiratory minute volume low. No parts have been returned for investigation. No parts of the ventilator were replaced. The used patient tubes and bacteria filter was of another not stated brand. The reported alarms were for peep high (positive end expiratory pressure) and expiratory minute volume low. This is indicative of a clogged bacteria filter on the expiratory side of the ventilator. No further information has been provided if the bacteria filter has been checked and how long it had been in use. Also, no information has been provided whether a visual examination of the filter has been carried out. According to the test log, successful pre-use check was performed prior the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The conclusion is that there are no indications of ventilator malfunction during the ventilation period. The increase in peep level is most likely due to a clogged bacteria filter on the expiratory side. A correction of field # d1 ¿ brand name, # d4 ¿ version or model #, # d4 - unique identifier (UDI) # and # h4 - manufacture date were required. D1 ¿ brand name ¿ previous brand name: servo-air. Corrected brand name: base unit, servo-air d4 ¿ version or model # - previous version or model #: servo-air. Corrected version or model #: 6882000. D4 - unique identifier (UDI) # - previous unique identifier (UDI) #: missing. Corrected unique identifier (UDI) #: (B)(4). H4 - manufacture date ¿ previous manufacture date: 07/08/2020. Corrected manufacture date: 07/03/2020 h3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator generated alarms for high peep. There was no patient harm. Manufacturer's ref #: (B)(4).